Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a distributer (dist) regarding a patient receiving gabalon (230 mcg, unknown concentration) via implanted infusion pump. It was reported that there was a suspected pump pocket infection. The causal relationship with the drug was noted as related. The causal relationship with the pump catheter and procedure were unknown. The causal relation with the programmer was none. On (B)(6) 2024 the physician said that there was a patient with increased inflammation marker and infection was suspected. The hcp mentioned that there was a possibility of pump removal due to a suspected infection in the pump pocket and as such, the dosage would be reduced so that administration could be discontinued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a distributer (dist). It was reported that the infection around the anus originally caused cellulitis, which spread to the lower back, left abdomen, and pump area. As such, the entire device was removed. Treatment was initially with levofloxacin, but was changed to vancomycin, and the symptoms disappeared. The implantation was carried out avoiding the area of the previously placed pump. The spasticity worsened as a result of the discontinuation of administration. Gabalon could not be controlled by oral administration so re-implantation was performed at the patient's request.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The model number, serial/lot number, implant date of both the pump and catheter were unknown. The date of explant regarding the pump and/or catheter was also unknown.

Event description:
Additional information received from a health care provider (hcp) via a distributor indicated that today ((B)(6) 2024), the patient's situation was confirmed. It was stated that as expected, infection at the pump pocket was suspected, and removal of the pump was done after dosage reduction. The infection had improved since then, but the patient was now showing spasticity. The patient was currently hospitalized at another facility for pneumonia and was scheduled for another implantation on the contralateral side at the patient's requested once the symptoms subsided. It was reported that pneumonia was not casually related to this adverse event or this drug. It was reported that the patient's outcome was recovered. The implant date or the pump was provided. The patient's drug at the time of the event was intrathecal gablofen. Additional information received indicated that the infection improved after the pump was explanted. When asked about the current status of the devices, it was reported that the products were discarded, so there was no return. It was further reported that the pneumonia had no causal relationship with the devices or treatments.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.